Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-01297, 1627487-2020-01298. It was reported that the patient experienced ineffective stimulation approximately 6 years ago and in turn had the entire scs system explanted (exact date unknown).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.